Event description:
Physician reported right side seroma and wound problems. Device status is unknown.

Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable.

Manufacturer narrative:
The events of seroma-late, wound dehiscence are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: seroma-late, wound dehiscence.

Event description:
Physician reported right side seroma and wound problems. Device has been explanted and replaced.